Event description:
A center director reported pt with corneal haze at photorefractive keratectomy (prk) six month post-operative visit. Reporter noted that pt commented about having "decreased vision and glare". Additional information indicated pt's topical steroid dosage was increased. Additional information has been requested. This report reference the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).